Event description:
Report received from abbott international affiliate (abbott-france) which states, "after surgery for polytraumatism, the nurse connected the pt to the pump with 200ml (1mg/ml) morphine infusion. The clamp of the cassette was open and the cassette was not well placed into the pocket. No alarm sound. The reporter believes that the main infusion was connected on the branch of the tubing with the anti-siphon valve and the morphine infusion was connected on the branch of the y. So the pt received 200mg of morphine in free flow. The pump alarmed at the first bolus and the pt was found in a coma. The reporter told co it was more of a human error with the tubing than a pump problem. The nurse didn't keep the tubing for expertise." This set is a y-type split set with one pca leg with an asv for the analgesic and one leg with a backcheck valve for general IV solution. The health care professional inadvertently connected the analgesic to the kvo leg with the backcheck valve. Further info states that the pt was treated for the morphine overdose with naloxone under pt monitoring in ICU. The pt recovered. Additional details requested. More clinical details asked of the reporter.